Manufacturer narrative:
Findings: unit received with button error alarm and had unresponsive esc, act, up and down buttons due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 249 mg/dl. The customer stated that he is unable to clear the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.